Event description:
It was reported the programmer had a broken screen. The rf head was returned with the programmer and subsequently tested out of specification during the manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the event that there was display and overlay damage. The common mode wrist tested out of specification and the ECG connection was loose from the links electronic module. (B)(4) -the rf head uplink tested out of specification.